Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT scan found a type 1b leak. The patient¿s left common iliac had dilated and was causing the stent to leak distally. The plan of action was to embolize the left hypogastric artery and extend down with a 16x13x156 limb into the external iliac artery. After multiple attempts from a groin approach to gain access to the left hypo, the physician eventually accessed the left brachial artery in attempt to succeed. The limb was not implanted. Neither approach gained access to left hypo so the patient will be brought back another day with a planned axillary cut down or possibly ligating the left hypogastric artery. It was noted that the event had not resolved. No additional clinical sequelae were reported and the patient is fine.